Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2015, product type programmer, patient. Product ID: 3889-28, lot# va0vv95, implanted: (B)(6) 2015, explanted: product type lead (B)(4).

Event description:
The patient reported having a little swelling at the implantable neurostimulator (ins) site and a return of symptoms that was occurring daily. There was no trauma or falls that could be related to the issue. The patient was going to continue tracking the symptoms and would call the doctor for directions if she could change programs and if so how long to leave at the current settings before trying another. The patient was able to use her programmer and verify that stimulation was currently on by noting the lightning bolt in the upper left hand corner of the screen. The patient was currently on program 1 at 7.0. This setting was not comfortable but she thought if she turned it up, it would help better. The patient decreased stimulation to 6.6 and this was comfortable for sitting, standing and walking. She was going to leave it at the current setting and would continue to track her symptoms. The patient was aware that if stimulation was or became uncomfortable she would decrease stimulation until it was strong and comfortable and should never painful. When she decreased stimulation, the vaginal area and the ins site would no longer feel any pain. It was noted that the change in therapy and symptoms was considered sudden. The stimulation was working well to control her symptoms, but then she started having accidents at night. The patient increased stimulation hoping to get control of her symptoms, but it was causing her pain in the vaginal area as well as the ins implant site. The patient had a follow-up appointment scheduled for (B)(6) 2015. The patient's relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.